Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began 3-4 weeks prior to contacting lfs. On an unspecified date/time, the patient claimed, he obtained alleged inaccurate erratic blood glucose readings of "185, 105, 150 and 90 mg/dl" with the subject meter, performed greater than 20 minutes apart from each other. The cca noted that the patient manages his diabetes with a set dose of insulin (type and dose unknown). The patient denied taking any action regarding his diabetes management as a result of the alleged issue. On an unspecified date/time, after the alleged issue started, the patient reported feeling sweaty and treating self with food and/or drink. It is not known when the patient had last tested with the subject meter or what result was obtained prior to the onset of the symptom. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject products. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.